Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that in the cath lab a female patient had an intra-aortic balloon (iab) inserted in the left femoral artery. Immediately after insertion the sheath had constant leaking and they were forced to switch to a competitor's sheath. The physician was worried because the valve was not holding; it would not seal. There was a few minutes delay in therapy as the device was removed and replaced successfully. There was no patient death or harm.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath valve leak is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that in the cath lab a female patient had an intra-aortic balloon (iab) inserted in the left femoral artery. Immediately after insertion the sheath had constant leaking and they were forced to switch to a competitor's sheath. The physician was worried because the valve was not holding; it would not seal. There was a few minutes delay in therapy as the device was removed and replaced successfully. There was no patient death or harm.